Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina and thrombosis are listed in the xience proa/alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 100% stenosis. A 3.5x18 mm xience proa stent was implanted in the proximal lad, a 3.0x38 mm xience proa stent was implanted medial to the lad and a 2.5x15 mm xience proa was implanted in the first diagonal coronary artery. The stents were implanted without reported issue. Reportedly, the anti-platelet therapy medication was not provided until about an hour after the usual time. A few hours after the procedure, the patient was brought back to the cath lab due to chest pain and changes on the electrocardiogram (ECG). A thrombus was seen on angiography in the proximal lad where the 3.5x18 mm xience proa stent was located. The stent was viewed via optical coherence tomography (oct) and it was well apposed and expanded and the thrombus was seen but it was not extracted. Post dilatation was performed with a 4.0 mm non-compliant balloon at the proximal portion of the stent in the ostial circumflex. The patient's medication has been adjusted and hospitalization was extended by a day. The patient is well after the intervention. The physician stated the cause of the issue was likely the delay of the administration of the anti-platelet medication. No additional information was provided.